Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunctions documented in the b5, the additional evaluation findings are as follows: due to wear of the angle wire; the bending angle in the up direction and the play of the upward/downward knob both do not meet the standard value, adhesive on the bending section cover has a chip, crack, and has a white-clouded area, paint on the suction cylinder is peeled, adhesive around the objective lens is peeled, adhesives around the light guide lens has a white-clouded area, plug unit has a crack, grip has discoloration, the protector of the universal cord on the suction connector side has a scratch, the switch box has a scratch, paint on the air/water cylinder is peeled, the control unit has discoloration, the plastic distal end cover has a dent, and the connecting tube has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope has reduced angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle having foreign objects, residual liquid or foreign material coming out of the channel tube, and due to damage on the suction tube in the control section, foreign objects came out of the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed foreign in the nozzle, forceps channel and suction channel issues could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing survey info: - was the device cleaned, disinfected, and sterilized before being sent to olympus? - yes. - was there a delay in the start of pre-cleaning? ¿ no. - did the customer flush the air/water nozzle with water and air? - yes. - were there any abnormalities in the accessories used for reprocessing? - no. - was the air/water nozzle wiped/brushed with clean lint free cloths, brushes, or sponges? ¿ yes. - did the customer flush the air/water nozzle / channel with the detergent solution? - yes. Olympus will continue to monitor field performance for this device.